Event description:
It was reported that during use the stopcock leaked in use. A few of the pt's blood sugar levels dropped and intervention, a boulus, of d5w was required to stabilize the pt's blood sugar level. There were no pt complications reported.